Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 48 mg/dl. Juice and liquid glucose were consumed to address the bg level. The customer reported that the suspected cause of the low bg was due to the insulin duration setting on the pump being set at 5 hours and was too long. Tandem technical support advised the customer to discuss the event with a healthcare provider.